Manufacturer narrative:
The MFR's service representative performed an onsite investigation. The cables were reseated. The system was tested and operates as intended.

Event description:
The customer reported that there were no images on the monitor of the 7700 system. No pt injury was reported.